Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 600 (mg/dl) with ketones. Reportedly, the customer performed an infusion site change, pump bolus, and syringe bolus to address bg level. Tandem technical support performed a system check and verified that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.